Event description:
She's in a coma at the hospital right now [coma]. Drinking the biotene for over a month / she may have drank half the bottle. [Product administration error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of coma in a 80-year-old female patient who received glycerin (biotene) unknown for oral fungal infection. On (B)(6) 2020, the patient started biotene at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene, the patient experienced coma (serious criteria hospitalization and gsk medically significant), product administration error and off label use. Biotene was discontinued on (B)(6) 2021 (dechallenge was unknown). On an unknown date, the outcome of the coma, product administration error and off label use were unknown. It was unknown if the reporter considered the coma to be related to biotene. Additional information : the adverse event information was received via call centre representative on 22 jan 2021. The reporter informed that, " I think my mother has been drinking the biotene for over a month. The reason I think this is because she had mouth fugues and the doctor gave her something for it. So we found it on her nightstand and we think she's been drinking it. So if someone drinks this stuff companies should have someone on standby to answer question right? She's in a coma at the hospital right now. My wife noticed she had a empty bottle of biotene next to her bed. My wife is a dental hygienist and was concerned about the empty bottle being next to her bed and not in the bathroom". Follow-up information was received on 01 feb 2021. The reporter stated that, "my name is and I have (B)(4). That is correct, I think she may have drank half the bottle. When I spoke to someone they said they would forward to the doctors and someone would get back to me, is there an update? Exactly if somebody drinks this stuff what happens , I think she drank half a bottle? Every drug you take has a phone number to call. We are home now, I did inform the doctors what happened, they looked up all the ingredients but did not give much of an answer either so I wanted to see if your doctors can provide an answer as to what happens if you drink a half of bottle. It is biotene oral rinse, fresh mint 16 oz. I think they were asking for the lot last time I called, it looks like gm12n2 or 6m12n2. Exp 11/2019." The event "expired product administered" was added on the basis of information received from follow-up. The product coding was also confirmed as "biotene oral rinse fresh mint" with formulation mouthwash.

Manufacturer narrative:
Argus case (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
She's in a coma at the hospital right now [coma]. Drinking the biotene for over a month [product administration error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of coma in a (B)(6) year-old female patient who received glycerin (biotene) unknown for oral fungal infection. On (B)(6) 2020, the patient started biotene at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene, the patient experienced coma (serious criteria hospitalization and gsk medically significant), product administration error and off label use. Biotene was discontinued on (B)(6) 2021 (dechallenge was unknown). On an unknown date, the outcome of the coma, product administration error and off label use were unknown. It was unknown if the reporter considered the coma to be related to biotene. Additional information : the adverse event information was received via call centre representative on 22 jan 2021. The reporter informed that, " I think my mother has been drinking the biotene for over a month. The reason I think this is because she had mouth fugues and the doctor gave her something for it. So we found it on her nightstand and we think she's been drinking it. So if someone drinks this stuff companies should have someone on standby to answer question right? She's in a coma at the hospital right now. My wife noticed she had a empty bottle of biotene next to her bed. My wife is a dental hygienist and was concerned about the empty bottle being next to her bed and not in the bathroom".